Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age and gender unknown), the device failed to discharge via external paddles and the device internally dumped the energy. Complainant indicated that during subsequent 30j testing, the malfunction was not duplicated. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to an intermittent contact within the connector inside the external apex paddle set. The external paddles were scrapped. It's important to mention that the paddle set was over 7 years of age. Analysis of reports of this type has not identified an increase in trend.